Event description:
The customer reported the ventilator shut off, alarmed, then turned right back on. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturers field service engineer (fse) performed system check and could not duplicate the customer complaint. The fse found the backup battery was not connected to the unit. Fse review of the device diagnostic log indicated a 24/+-12v/power fail occurrence during normal ventilation operation, as well as a 'backup battery not connected' occurrence. A 'backup battery not connected' message indicates to the user that the backup battery is not detected during power on self test due to a low capacity for use. Per the device operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. The manufacturers field service engineer reconnected the backup battery to the ventilator to address the reported problem. The device passed all manufacturer required testing.